Event description:
The dr was implanting a programmable shunt into a pt with a shunt malfunction. The previous malfunctioning shunt had been in place 22 years. Before closing the procedure it was noted that there was a leak in the valve portion of the shunt. Before closing, the valve was replaced with another unit. The pt left the or in stable condition with an intracranial pressure of 9. Device usage problem: device failed (eg: broke, couldn't get it to work or stopped working). Note: this is a special hakim valve based uponn codman catalog # 82-3164.